Event description:
It was reported that a hematoma was present over the device. The device was programmed to asynchronous pacing (doo) mode for a pocket revision. The device was reprogrammed to dual chamber rate responses (dddr) after the procedure. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.